Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump has been delivering insulin without programming. The bolus history was reviewed and there was no blood glucose entered nor did he deliver the bolus. Advised the customer that the insulin pump will be replaced. Suggested the customer to use the lock the keypad feature on the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.